Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that stuck button alarms even when buttons were not stuck, insulin pump had rejected new batteries also the labeling on buttons had worn off making hard to know what button to press and buttons were also brittle also insulin pump gives random insulin blocked alarms and had taken longer and it was louder when rewinding. The insulin pump's battery life down to a month to a on the and half, there was wear on the insulin pump and there was warping on display screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.